Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
An adverse event involving a qm710 powered wheelchair was reported to sunrise medical on (B)(6) 2014. It is being alleged that the left motor suddenly stopped working while the end-user was riding causing the wheelchair to make an involuntarily sharp turn. As a result the end-user lost control of the wheelchair and crashed into a fence. The end-user sustained a leg fracture requiring surgery.